Event description:
Customer reported approximately on (B)(6) 2014, a young, large, male, patient was admitted to the hospital, because of alcohol dt's. When the patient awoke, he became agitated. The patient kept pulling and twisting and got out of the wrist limb holders, even though the wrist limb holders did not break. Afterwards the hospital staff discarded the limb holders. The reporter/staff did not know the lot/serial number, or the age of the product. No patient serious injury was reported.

Manufacturer narrative:
Results: the reported product was discarded by the user facility. For the evaluation, the randomly selected samples were pulled from the finished goods inventory (model #2530). All samples were visually evaluated and revealed no product issue related to the complaint. Note: this report is submitted based on the customers reported issue statement. (B)(4).